Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized (B)(6) 2014. Customer's blood glucose was the time of admission was 160 mg/dl. It was also reported there was no significant events leading to the customer's hospitalization. Customer was hospitalized for a heart condition. Customer's sister also reported the customer was experiencing low blood glucose ever since they were released from the hospital. Customer's blood glucose at the time of the call was 34 mg/dl. It was found the customer was experiencing low blood glucose for the past four days. Troubleshooting found the customer's insulin pump was functioning as designed. The customer was advised to monitor their insulin pump. No additional information provided.